Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 350mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was having a routine pump replacement. The patient did not have complaints. Prior to disconnecting the old pump from the catheter, the healthcare provider (hcp) attempted to aspirate the catheter in preparation for the dye study and priming bolus at the end of the surgery. The catheter did not aspirate after multiple attempts. The hcp tied off the old catheter and implanted a new catheter. The dye study was then performed successfully with the new catheter. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included intractable spasticity. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.